Manufacturer narrative:
The reported event of incorrect measurement was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-15184 new information received notes that the patient's pacemaker was removed and replaced. The patient's condition was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmissions revealed that the pacemaker exhibited a diagnostic anomaly with a decrease in battery longevity. No device intervention was performed and the patient will be monitored. The patient had no consequences.